Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was difficulty in interpreting the diagnostics to determine true atrial fibrillation (af) burden. Technical services was contacted and informed the client that the atrial high rate episodes of time is underreported when too much time has passed between office visits. No further action was taken, and the device remains in use. No patient complications have been reported as a result of this event.